Event description:
Bd veo insulin syringe uf ½ ml 31 gauge x 15/64¿ syringe has a malformed plunger and is missing the black gasket (plunger tip) that should be at the stem. This causes insulin to leak out from the back end of the syringe. The patient injects an inaccurate or uncertain dose of insulin as a result of the leakage. Patient reports this has happened more than 2 times.